Manufacturer narrative:
Date recv'd by MFR: 23may2020. A touchscreen was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The manufacturer¿s international service technician inspected the device but could not duplicate the reported issue. The service technician replaced the touchscreen as a precaution. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported that a failure in the lcd panel occurred, in which there was no reaction even though it was touched. There was no patient involvement.